Event description:
It was reported to fresenius that blood could not pass through the dialyzer membrane after the initiation of the patient¿s hemodialysis (hd) treatment. It was noted that the reported issue was not visually observed by the staff. The machine, a fresenius 4008s machine, alarmed appropriately with a pressure alarm. No issues were encountered during prime. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. It was noted that the patient experienced a headache approximately 10 minutes after restarting treatment however medical intervention was not required. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. However a photograph was provided. The photograph shows a dialyzer connected to the machine in black and white. There was no visual anomalies or defect noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood could not pass through the dialyzer membrane after the initiation of the patient¿s hemodialysis (hd) treatment. It was noted that the reported issue was not visually observed by the staff. The machine, a fresenius 4008s machine, alarmed appropriately with a pressure alarm. No issues were encountered during prime. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. It was noted that the patient experienced a headache approximately 10 minutes after restarting treatment however medical intervention was not required. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.